Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "implant was completely ruptured within the scar tissue envelope" at the time of explant surgery. The device has been explanted.